Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On 05/11/2026, dr. (B)(6) reported that an 83-year-old male patient presented to (B)(6) family dental office with concerns related to a previously placed dental implant. The implant was placed on (B)(6) 2025 at tooth location #31. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with issues on (B)(6) 2026, before the second stage surgery. Upon examination, the doctor determined that the implant had failed to osseointegrate and also noted fit issues and the implant was removed on the same day using a driver and was not replaced. An additional medical/surgical procedure of bone grafting was performed, and healing is expected to take approximately 5 months. Post healing, the doctor plans to replace the implant. No abutment had been placed. The patient experienced symptoms of inflammation, which resolved after implant removal. The opposing arch consisted of an implant crown. The patient did not sustain any permanent injury. It was further reported that the patient had type ii bone quality and maintained good oral hygiene. No abnormalities related to the implant or its packaging were reported.